Event description:
It was reported that the lead had high thresholds and loss of capture during the replacement procedure of the device for normal battery depletion. The lead was taken out of service and a new lead was placed. The patient is enrolled in a study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.